Event description:
It was reported that the customer was having high blood glucose. It was stated that the insulin pump was not alarming after running a bolus as it should be. Troubleshooting was performed. Ran a high pressure test twice and the test failed. It was stated that the blood glucose meter was reading high and the customer was treated with 4.0 units of insulin by a manual injection. Three hours later her glucose level was still high and was treated with a 2.6 units of insulin. It was stated that the customer's glucose reading was 309 mg/dl forty five minutes later. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.